Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.00x24mm promus element stent was advanced but the delivery shaft was fractured 20cm away from the distal hypotube. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.00x24mm promus element stent was advanced but the delivery shaft was fractured 20cm away from the distal hypotube. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 6 and 7 from the proximal end were lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.